Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated the cgm was reading around 250-300 mg/dl so she dosed herself with insulin. The patient then passed out and her daughter called an ambulance. When the paramedics arrived, they checked the patient's blood glucose and it was around 72 mg/dl. The patient stated they did not provide her medication because her blood glucose was already stable at that point. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR a correction is required.